Event description:
One of doctor's pts who had the hemosplit biobloc had a leak in the catheter below the hub.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unk. There was a split in the d/l tubing just distal to the bifurcation, which allowed the arterial lumen to leak. The surface of the material around the split was granular. The hemosplit catheter exhibited signs of use. The bifurcation, extension legs, and priming volume indicators were discolored. Tape residue was visible on the extension legs and clamps. The break is possibly related to a combination of mechanical stresses and chemical degradation; however, the exact mechanism of damage is unk. No defects related to the mfg process were found on the complaint sample. A chr of lot #rera0143 showed no other similar product complaint(s) from this lot.